Event description:
It was reported that three days post implant of the right atrial (ra) lead, the lead impedance and thresholds had increased to high levels. Follow-up information indicates that thresholds were stable and no action was taken. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead failed to capture. The ra lead was reprogrammed and remains in use.